Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he was having high blood glucose. Device alarmed a no delivery alarm. Customer's blood glucose went from 390 mg/dl before dinner to 470 mg/dl late at night. Customer's blood glucose went down to 127 mg/dl the next morning. After troubleshooting, customer was advised to change the entire set and monitor the device. Customer will not be returning the device for analysis.